Event description:
As reported, approximately 6 years and 2 months post the initial right total knee arthroplasty, the patient presented to the surgeon's office with complaints of stiffness from swelling, pain, and dissatisfaction with their total knee. Decreased motion was present. The patient was scheduled for a revision of their right total knee arthroplasty, with a possible polyethylene swap. The patient was revised and underwent a tibial poly implant swap and patella implant swap. Images provided show wear of the tibial insert and patella components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 02-010-03-0340 - logic cr femoral cem, right, sz 4: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.